Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that episodes and pacing percentages recorded in device memory over the follow-up period were not displayed. Preliminary analysis did not allow confirming this event since programmer files required for analysis were not provided yet.